Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report single leaflet device attachment (slda), tissue damage, and difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a suspected cleft and imaging was challenging due to the anatomy. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. However, grasping was difficult due to a suspected cleft and imaging was challenging. After numerous attempts to grasp the leaflets, a decision was made to re-position the clip. The clip was inverted, and the cds was to be retracted back into the left atrium. However, resistance was felt during retraction, and it was observed that the clip was caught in the chords. Troubleshooting was performed, and the clip was freed. The physician decided not to re-position the clip and made another grasping attempt. The clip was deployed. The echocardiographer noticed a ruptured flail. The clip had detached from the posterior leaflet but remained attached to the anterior leaflet (slda), increasing mr. Additional treatment was not performed. One clip was implanted, and the mr remained at 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other incidents reported from this lot. All available information was investigated the reported difficult or delayed positioning was due to procedural circumstances in conjunction with patient¿s anatomy. The reported difficult to remove (anatomy) resulting in single leaflet device attachment (slda) was due to user technique/procedural circumstances. The reported patient effects of tissue damage, worsening mitral regurgitation (mr) appears to be related due to procedural circumstances. The reported patient effects of mitral valve injury and worsening mr are listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Lastly, the poor image resolution was due to patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. MFR site - contact office first and last name was updated from (B)(4).